Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced the inability to connect the controller to the ipg. Troubleshooting was tried to no avail. Imaging revealed the lead is disconnected from the ipg header. Surgical intervention may occur later to address the issue.

Event description:
Additional information received, identified the patient's ipg was depleted. Reportedly, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was achieved post operatively.